Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp was found broken prior to surgery. No adverse event was reported.

Manufacturer narrative:
(B)(4). Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off, also fractured on the lateral side of post. All pieces not returned. The device history records were reviewed and no discrepancies were identified. A previous investigation into this issue determined that the likely root cause for the tibial articular surface is design issue. The fractured component in this complaint was manufactured before the design modification was implemented. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.